Manufacturer narrative:
Device still implanted in the patient.

Event description:
A perceval valve was implanted on (B)(6) 2017 via full sternotomy. On (B)(6) 2017, the patient experienced a stroke. As a result, the patient received hemofiltration renal replacement therapy. On (B)(6) 2017, a tracheostoma was also conducted. The patient was discharged from the ICU on (B)(6) 2017.

Manufacturer narrative:
The DHR package review results are within specifications.